Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt and the device did not cut. The surgeon applied cautery to complete the procedure. The hospital has reported no patient injury occurred.